Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot 6908677 was returned and analyzed. Visual inspection of the shaft segment showed the mapping catheter was kinked approximately 15.78 inches from the tip. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not lock into the sheath. The sheath was replaced which resolved the issue. During inflation the balloon catheter was found to be bent and it was not able to be manipulated on the right sided pulmonary veins, the balloon catheter was replaced to resolve the issue. While removing the mapping catheter from the balloon catheter the mapping catheter was found to be bent, the mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event. After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.